Event description:
The customer alleges that he is getting a partial display on the suspect device. Horizontal segments are missing. He said the device was not dropped. The device was replaced and requested to be returned for eval.